Event description:
A hospital in USA reported to our distributor that during the leak test on a rt236 infant evaqua breathing circuit the circuit leaked at the suction port and swivel. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep. The device is expected to be returned to fisher and paykel healthcare. No information to date. Results: investigation still underway, no results to date. Our records show that no other complaints of this nature have been received for the given lot number. Conclusions: no conclusion can be made at this time. We have received other complaints of infant evaqua leaks with an occurrence rate of 0.02% worldwide for the last year.